Event description:
It was reported that, "dr performed a c6-c7 acdf on patient. As he was inserting screws into a 20mm reflex hybrid plate, one of the upper hole screws went entirely through the locking ring and plate. The other screws inserted normally. He decided to leave the plate and 4 screws in the patient did not replace the plate or screws."

Manufacturer narrative:
Device is implanted in patient. Investigation is underway. Any additional information obtained will be submitted in a follow-up report. No revision is scheduled at this time. Fixed angle bone screw ((B)(4)) reported as going through plate.